Manufacturer narrative:
The customer reported that the central nurse's station (cns) will not power up. It is unclear what happened prior to this as the customer has been unresponsive to correspondences. No patient harm was reported. Investigation conclusion: multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. The device has already exceeded its expected usage life. No further actions will be performed. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) will not power up. It is unclear what happened prior to this as the customer has been unresponsive to correspondences. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) will not power up. It is unclear what happened prior to this as the customer has been unresponsive to correspondences. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 (B)(6) 2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that the central nurse's station (cns) will not power up. It is unclear what happened prior to this as the customer has been unresponsive to correspondences. No patient harm was reported.